Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
Procedure used: anterior cervical interbody fusion (acdf) it was reported that the patient underwent an acdf surgery at c3-c7, in which a translational plate was implanted. Post-op, the plate broke. Patient did not achieve bone union due to incomplete fusion. Patient underwent revision for removal and posterior fusion surgery. No fragment of the broken device was left in the patient.

Manufacturer narrative:
Additional info: image review: c3-7 acdf post-op x-rays reveal that the translational plate used appears to be fractured between c4-5 without displacement of the superior from the inferior segments. Hardware placement appears appropriate. There is a paucity of bone graft in the c4-5 peek graft compared to the other levels indicating that fusion may not have solidified there. If information is provided in the future, a supplemental report will be issued.